Manufacturer narrative:
E1: event city: (B)(6). Event country: canada. Name: (B)(6). Country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose with diabetic ketoacidosis requiring hospitalization for more than twenty four hours and was admitted on (B)(6) 2026 and treated with intravenous insulin.